Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 3x6 og cmplx xtrasoft coil (640cx0306, 30367469) was being used as a first coil. The physician decided to pull it out for re-deployment after trying another size of coil first. During re-sheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. No additional information is available. Only the embolic coil for a og cmplx xtrasoft coil 3x6 was received inside of a pouch. The embolic coil was inspected under a microscope and it was found with a damaged condition, also it was found entangled with himself. The functional test could not be performed due only the embolic coil was returned for evaluation. A manufacturing record evaluation (mre) was performed for the finished device 30367469 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer - zipping difficulty-rezipping¿ could not be evaluated since only the embolic coil was returned with a damaged condition and entangled with himself. However, the conditions noted on the embolic coil could be related with the zipping difficulty condition reported by the customer, and appears that it might have been caused by excessive force and/or handling applied to the device. However, this cannot be conclusively determined since the exact time when these conditions appeared is unknown. Based on the findings during the analysis, the customer complaint was confirmed. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, a 3x6 og cmplx xtrasoft coil (640cx0306, 30367469) was being used as a first coil. The physician decided to pull it out for re-deployment after trying another size of coil first. During re-sheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. Based on the product investigation of the device received, the embolic coil was found damaged.